Manufacturer narrative:
Additional information: b5, b6 and h6.

Event description:
New information received notes that a chest x-ray was performed. However, the x-ray results were unremarkable. Lead micro-dislodgment was suspected due to patient falling several days prior.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout. Prior the procedure, the right atrial (ra) lead had high capture threshold measurements. The ra lead was explanted and replaced. The patient was in stable condition.